Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an opened wound. The patient stated that the wound was open with discharge. The patient's physician prescribed oral antibiotics and cream to use on the wound. Follow-up indicated that the wound had improved.